Event description:
The consumer reported that they had difficulty recharging their implantable neurostimulator (ins) and there was poor coupling. The patient reviewed the recharging best practices and the poor coupling screen was reported on the implantable neurostimulator recharger (insr). The antenna locator (al) feature was performed, but the issue did not resolve. It was noted that the patient was able to get up to 90 before it dropped and they were still not able to get any coupling boxes. The patient lost a lot of weight since she was implanted and she stated that she could feel the ins "flopping around" in the pocket. This event occurred in (B)(6) 2016 as the patient started having trouble charging 4-5 weeks prior to the report but was usually able to get a few coupling boxes. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up has been attempted, but no further in formation was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.